Event description:
It was reported that during a procedure, the physician found an energy limit with the console. The procedure was completed with the original device without patient complications. The console did not display case server mode or error codes; however the user feels that the energy output has decreased.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the focus lens and flash lamp were defective, therefore, replaced. After the components replacement the optical path was recalibrated and the console work as expected, thus confirming the initial allegation. The malfunction found could have affected the device performance leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.